Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. On an unreported date the same month, the patient was hospitalized for the event. Treatment for the event was not reported. The same month as the onset of peritonitis the patient had recovered from the event. Dianeal therapy was discontinued. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient did not experience a peritonitis event. No further investigation is needed for this complaint.

Manufacturer narrative:
(B)(4). The exact date of occurrence is unknown, however it was reported that the event happened in (B)(6) 2014. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).